Event description:
The central supply supervisor at the facility informed the medcomp distributor that he had been sent a hemo-cath that was defective. The catheter been recently inserted and antibiotics were infused through the catheter. During the infusion, the nurse noticed infiltration of the antibiotics. The nurse in the hemodialysis unit reported that there is a pinhole in the catheter approximately 3" from the hub.